Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion at infusion site with two infusion sets after being used for a couple of hours to a day. Patient's blood glucose level was reported to be 500 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.